Event description:
Pt revised to address polyethylene wear.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible, as the product and lot code required was unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 20 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.